Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00266: plate 1.

Event description:
Surgeon has attempted to put on both styles of the hook plates and find them hard to engage the medial malleolus properly with stable fixation. He had to use the tension band wiring to fix the medial malleolus and has caused an extra 30 minutes delay for the surgery because of this hook plate issue.